Event description:
The customer reported that the v60 ventilator had a battery failure. It was unknown how the issue was found. No user impact and/or harm was reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).